Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and the treatment for the peritonitis was not reported. On an unknown date, the patient was hospitalized for the event. At the time of this report, the peritonitis was resolving, the patient was recovering. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
On an unreported date, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.